Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot was confirmed, but the exact cause could not be determined. The photograph that was provided for investigation revealed a loop in the guidewire. The guidewire was located in its hoop and the blue tip straightener had been removed from the guidewire hoop and was not visible in the photograph. It was reported that a knot in the guidewire was found when the package was opened. The package in the photograph was open and contained the 4.5fr microintroducer and introducer needle. The scalpel and 20g IV catheter were not visible in the pouch or photo. The sample was subsequently returned. The physical sample consisted of the pouch with the microintroducer, introducer needle, guidewire, and guidewire hoop. The hoop was received with the blue tip straightener. Dislocations in the coil wire and kinks were observed 1.4cm to 2.4cm from the distal tip of the guidewire. This appears to coincide with the loop that was observed in the photograph. The guidewire was received without any knots. It was reported that the guidewire was found knotted when the package was opened. Due to the condition of the returned sample, it cannot be verified that the guidewire was received by the complainant with a knot. Had the knot existed when the package was opened, it may not have been possible to remove the blue tip straightener as shown in the attached photo. The sample may have been manipulated after it was removed from its packaging. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The cause of the reported event is inconclusive.

Event description:
It was reported by nurse that when opening tha package of mst set, it was found that the guidewire had been knoted.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a knot was confirmed, but the exact cause could not be determined. The photograph that was provided for investigation revealed a loop in the guidewire. It appears that the wire had been looped in an overhand knot. The guidewire was located in its hoop and the blue tip straightener had been removed from the guidewire hoop and was not visible in the photograph. It was reported that a knot in the guidewire was found when the package was opened. The package in the photograph was open and contained the 4.5fr microintroducer and introducer needle. The scalpel and 20g IV catheter were not visible in the pouch or photo. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. The cause of the reported event is inconclusive. A lot history review (lhr) of reau2416 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that when opening tha package of mst set, it was found that the guidewire had been knoted.